Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim the head nurse reported that during use, no liquid came out when the infusion set was connected, and the affected quantity was 1 set. The sample can be returned, and a video can be provided. A green claim settlement is required, as well as a stamped complaint response letter and a complaint acceptance letter.

Manufacturer narrative:
MDR made in error with incorrect reportability rationale pr# (B)(4).

Event description:
Incorrect entry.